Manufacturer narrative:
Product complaint # (B)(4) h3 investigation summary: the product was returned to ethicon for evaluation. One unopened overwrap packet was received for analysis. Product code w2790. Upon visual assessment of the returned sample an unknown black foreign matter was found inside the overwrap packet. Based on the information currently available, the foreign matter was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: was the foreign matter found inside the sterile packaging? If other, please explain. Yes please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? - what was the texture? - the attachments (1, 2, 3) provided initially could not be review. Please reupload the attachments in a different format (.jpeg, .jpg).

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that it was immediately found that there had been foreign matter (as the photo shows) in the newly dispensed suture during normal checking by the hospital. The package isn't opened. 3 products have same issue. There is no report on patient's injury. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.